Event description:
It was reported that the end user has a red rash like area under the tan tape collar which is starting to migrate out beyond the tape. No red rash like area noted under the mass. It was also reported that he does experience some itching from these areas.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The ER physician suspects that the end user's rash may be fungal and she planned to prescribed him an antifungal cream to be applied to the red rash like area. It was also recommended that the physician prescribe an antifungal powder opposed to a cream for under the skin barrier. The physician was also instructed to have the end user cut the tan tape collar off of his skin barrier. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.